Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the power issue started at 6:15pm on an unknown date in (B)(6) 2015. The patient manages her diabetes with insulin pump therapy. She was unable or unwilling to say whether she had made any changes to her usual diabetes management routine following the start of the alleged issue. She reported that an unknown time later, she developed symptoms of ¿extreme sweating.¿ she claimed that she was taken to the emergency room (ER) and received treatment from a healthcare professional (hcp) of 60 units of levemir insulin and 2-8 units novolog insulin, at an unknown date and time in (B)(6) 2015. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. Based on the information provided by the patient, there was no misuse of the product. The meter turned on when the power button was pressed. The cca also noted that the patient was using the correct test strips and the meter turned on when a new test strip was inserted per owner¿s manual. The issue was resolved. The patient declined a replacement meter. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of an acute diabetes excursion which required treatment from an hcp, after the alleged power issue began.